Event description:
It is reported that the patient was revised for pain and it was found that there was micromotion around the femur in rotation.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In general, pain can be caused for a variety of reasons some of which are given here: dislocation of the joint, infection, soft tissue impingement of the prosthesis, psuedo tumors due to particulate debris, leg length / offset discrepancy, loosening of the prosthesis, fracture / breakage of the prosthesis. However, a definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigatio...